Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code/damaged e-belt connector) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the reported service code was the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was experiencing a service code 204 (monitor/belt unusable) and the monitor had a damaged electrode belt connector.